Event description:
After a mandibular distraction surgery, doctors noticed the distractor had broken next to the ratchet, breaking off the "cardanic" joint and activation arm. The broken distractor was removed and replaced with a new one. No injury or harm was caused to the pt.